Manufacturer narrative:
It was reported that the unit ran with the lid open, even with an intact latch, micro switch and solenoid. No injuries were reported as a result.

Event description:
The customer reported the unit runs with the lid open.